Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain and cramping') in an adult female patient who had essure (batch no. B613690-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus, ovarian cyst, abdominal pain lower, abdominal cramps, ache, female sterilization and uterine bleeding. Current weight: 220 lbs. Previously administered products included for an unreported indication: ortho-tri-cyclen. Concurrent conditions included overweight, allergic rhinitis, amenorrhea, plantar fasciitis, dermatitis, hyperlipidemia, blood glucose abnormal and carpal tunnel syndrome. Concomitant products included flunisolide since 2017 and ibuprofen (motrin) from 2012 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower ("cramping/ abdominal cramping / pain and cramping"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular periods"), headache ("headaches") and depression ("depression due to the implantation of the essure device") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and abnormal bleeding"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), migraine ("severe migraines/ head pain: aching migraines") and arthralgia ("knee pain"). The patient was treated with cyclobenzaprine, paracetamol (tylenol), sertraline and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, abdominal pain, dysmenorrhoea, menometrorrhagia, menstruation irregular, migraine, weight increased, headache, depression and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. Left tube ostia: 1 trailing coil and right with 2-3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain and cramping') in an adult female patient who had essure (batch no. B613690- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus, ovarian cyst, abdominal pain lower, abdominal cramps, ache, female sterilization and uterine bleeding. Current weight: (B)(6). Previously administered products included for an unreported indication: ortho-tri-cyclen. Concurrent conditions included overweight, allergic rhinitis, amenorrhea, plantar fasciitis, dermatitis, hyperlipidemia, blood glucose abnormal and carpal tunnel syndrome. Concomitant products included flunisolide since 2017 and ibuprofen ((B)(4)) from 2012 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower ("cramping/ abdominal cramping / pain and cramping"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular periods"), headache ("headaches") and depression ("depression due to the implantation of the essure device") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and abnormal bleeding"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), migraine ("severe migraines/ head pain: aching migraines") and arthralgia ("knee pain"). The patient was treated with cyclobenzaprine, paracetamol (tylenol), sertraline and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, abdominal pain, dysmenorrhoea, menometrorrhagia, menstruation irregular, migraine, weight increased, headache, depression and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. Left tube ostia: 1 trailing coil and right with 2-3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: medical record received- case was upgraded from non-serious- incident to serious incident. Medical history and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.